Event description:
It was reported that during implant the original nurse anesthetist had to leave and a new one came in. The second anesthetist decrease anesthesia and the patient woke up intraoperatively in pain; the physician comforted her. A third anesthetist came in and increased anesthesia and they overmedicated the patient. The patient was admitted after the conclusion of the implant and was kept overnight. The patient recovered without sequelae. It was noted the patient was never formally trained on the recharger, as the manufacturer¿s representative (rep) left the recharger bag with the nurse since the patient was being kept overnight for observation. At one point she was shown, but since she didn¿t use stimulation often, she forgets. The patient was directed to their healthcare provider (hcp), and to ask for a rep. To be present at the appointment for a recharging refresher. The manufacturer¿s representative (rep) further noted that she didn¿t remember the case. She did state that the implant procedure was a surgery, and to have pain after surgery was normal and so was staying overnight or even longer periods of time after implant. Some doctors were cautious and wanted to observe patients after surgeries.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID 97792, lot# n421649. Implanted: (B)(6) 2014, product type: accessory. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).